Manufacturer narrative:
.

Event description:
It was reported that during a knee surgery at the healthcare facility, the navigation system was inaccurate. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a knee surgery at the healthcare facility, the navigation system was inaccurate. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.